Event description:
It was reported to the atricure representative that a patient who had underwent a biatrial maze procedure with radiofrequency ablation and ligation of the left atrial appendage (laa) using the atriclip gillinov-cosgrove laa exclusion system had re-presented with atrial fibrillation. On CT and fluoroscopic imaging it was observed that there was an opening from the atrium to the laa. The patient was placed on anticoagulants and will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is implanted in the patient and therefore will not be returned for MFR evaluation. Atricure is attempting to ascertain the device lot number in order to review the device history records and will supplement if additional information is obtained.